Manufacturer narrative:
Additional information: g3, h2, h6, h10. The reported event of a cobra deformation could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2021, a 28 mm amplatzer septal occluder was selected for implant. During the implant procedure, while the device was being deployed, a cobra deformation was observed. The device wasn't detached from the delivery cable and was removed. A second 28 mm amplatzer septal occluder was opened, but wasn't used due to the case being aborted. The patient is stable.